Manufacturer narrative:
An event of device malposition and heart block was reported. Information from the field indicated the patient did not have a history of arrhythmia, there was no calcification extending beneath aortic annular plane in the interventricular septum, and the implant depth of the device was reported to be 9 mm from the non-coronary cusp, which is deeper than the optimal 3 mm depth and could have contributed to the reported heart block. Based on available information, the reported event appears to be related to the implant depth. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
Clinical information: (B)(6) - vantage, patient site ID: (B)(6). It was reported that on (B)(6) 2023, a navitor 29mm valve was implanted. There was no calcification extending beneath the aortic annular plane in the interventricular septum. The final valve depth was 9mm. The patient had an episode of a third degree paroxysmic heart block. Then the paroxysmal atrioventricular block (avb) iii became a permanent avb iii. On 15 november 2023, a biventricular permanent pacemaker was implanted. Hospitalization was prolonged. The patient was reported as stable.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
Clinical information: (B)(6), patient site ID: (B)(6). It was reported that on (B)(6) 2023, a navitor 29mm valve was implanted. There was no calcification extending beneath the aortic annular plane in the interventricular septum. The final valve depth was 9mm. The patient had an episode of a third degree paroxysmic heart block. Then the paroxysmal atrioventricular block (avb) iii became a permanent avb iii. On (B)(6) 2023, a biventricular permanent pacemaker was implanted. Hospitalization was prolonged. The patient was reported as stable.